Event description:
Philips received a report that a patient suffered an eye injury after being hit in the eye with part of the headset. The patient required medical intervention to prevent permanent impairment.

Manufacturer narrative:
There is no indication of a malfunction of the headset that was used. The plastic part on the tubing of the headset is there for positioning purposes. It contacted the patient's eye when the headset was removed. This is the first time we have heard of this type of incident. Based on the evaluation done, we consider this an unfortunate incident, that was not caused by a malfunction or a use error.